Manufacturer narrative:
H6: investigation summary two used samples were received by our quality team for evaluation. Upon visual inspection of the samples, the valves were observed to have moved towards the luer end. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that 2 bd venflon¿ pro safety peripheral safety IV catheters leaked intravenous fluid and blood from their ports during the flush. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "16g bd venflon pro safety intravenous cannula placed in patient's right hand. Grey port of cannula used to administer drugs for induction of anaesthesia. Intravenous fluid and further drugs administered via 3 way tap connected to IV tubing attached to distal end of cannula. At the end of the procedure, grey port of cannula flushed with 10ml of normal saline from a 10ml syringe. Sudden "pop" felt on plunger of syringe and resistance suddenly dropped allowing all of syringe to empty. Syringe removed from port. Intravenous fluid seen to flow out of port. Intravenous fluid switched off. Blood then started to flow out of grey port. Cannula removed. ¿ actions ~ cannula removed and retained for examination. ¿ patient harm ~ no harm".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd venflon¿ pro safety peripheral safety IV catheters leaked intravenous fluid and blood from their ports during the flush. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "16g bd venflon pro safety intravenous cannula placed in patient's right hand. Grey port of cannula used to administer drugs for induction of anaesthesia. Intravenous fluid and further drugs administered via 3 way tap connected to IV tubing attached to distal end of cannula. At the end of the procedure, grey port of cannula flushed with 10ml of normal saline from a 10ml syringe. Sudden "pop" felt on plunger of syringe and resistance suddenly dropped allowing all of syringe to empty. Syringe removed from port. Intravenous fluid seen to flow out of port. Intravenous fluid switched off. Blood then started to flow out of grey port. Cannula removed. Actions: cannula removed and retained for examination. Patient harm: no harm."